Event description:
During an in clinic follow up the device was unable to be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.